Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, power was unable to be applied to the hand and symptoms of paresis appeared. Magnetic resonance imaging (MRI) showed cerebral infarction with a small area observed in several positions. The symptoms improved without treatment. Per the physician, the cause was unable to be specified. The patient had a known history of cerebral artery stenosis. No additional adverse patient effects were reported.